Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has had multiple complications since implant. A couple of weeks ago he was admitted and taken to the operating room for a very extensive back surgery. On (B)(6) 2012, the patient was readmitted to the hospital with hemolysis, with lactate dehydrogenase (ldh) level of 7000 and has experienced some power increases as well as brown tinged urine. The patient was placed on a heparin gtt. Tpa was administered directly through the pump and the patient has since been improving.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.